Event description:
Customer reports injector system not delivering correct cc's.

Manufacturer narrative:
Liebel - flarsheim field service report: fse replaced powerhead cable, verified operational functions of system. System returned to full service by the customer.